Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, approximately 1 year 7 months 16 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, a transthoracic echocardiogram (tte) was performed revealing mild/moderate transvalvular aortic insufficiency (ai) and the mean gradient was 21 mmhg. The mean gradient post tavr procedure had been 7 mmhg. Approximately 1 month post tavr procedure, the mean gradient increased to 12 mmhg. Approximately 7 months post tavr procedure, the patient underwent a watchman procedure. Approximately 6 weeks post watchman procedure, blood thinners were discontinued. Approximately 9 months 24 days post tavr procedure, a tte performed showed the mean gradient had increased to 19 mmhg. Approximately 1 year 8 months 22 days post tavr procedure, a tte was performed revealing the ai was moderate with a mean gradient of 42 mmhg. A transesophageal echocardiogram (tee) was then performed on the following day which revealed moderate ai and thickened leaflets. Approximately 1 year 11 months 18 days post tavr procedure, the patient was admitted to the hospital and was observed with a hematocrit of 30 and hemoglobin of 8.5. Approximately 1 year 11 months 21 days post tavr procedure, a tte was performed revealing there was moderate ai with a mean gradient of 51 mmhg, invasive mean gradient of 56 mmhg, and peak to peak gradient of 53 mmhg. Subsequently, the patient underwent a valve in valve procedure. A bav was performed with a 22 mm non-edwards device followed by implantation of a 26 mm non-edwards valve. The post implant mean gradient was 10 mmhg. A post-dilation was performed with a 22 mm non-edwards device and the final gradient was 5 mmhg. It was noted that the patient had bleeding issues of unknown origin and a decision was made to not place the patient on anticoagulants to resolve this issue. It was indicated that hypoattenuated leaflet thickening (halt) and the removal of anticoagulants post watchman procedure contributed to the event.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received revealing the patient was symptomatic with shortness of breath and fatigue. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery available for evaluation. A review of the available imagery revealed mild hypoattenuated leaflet thickening (halt) was present anteriorly and laterally. There was also thickening and calcification noted on all three leaflets. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that resulted in a valve in valve being performed to treat was confirmed based on the provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Although a definitive root cause was unable to be determined at this time, it is possible that one or more of these factors may have been present and caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.